Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. The device was filled with an unknown antibiotic and connected to the patient. Near the end of infusion, the reservoir burst. No patient injury or medical intervention was reported.

Manufacturer narrative:
Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking from the reservoir" was confirmed due to a missing film wrap. The cause of the missing film wrap is due to operator error during the assembly process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv5 device was observed leaking from the reservoir during filling. The device was being filled with normal saline. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however the device has not yet been received by baxter. Should the device and/or any additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.